Manufacturer narrative:
D6b explant date provided. D4 UDI information and e4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Placement signal issue: due to a lack of product and data logs returned, the cause of the placement signal issue cannot be established. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old female on impella 5.5 due to cardiomyopathy. Upon pump implant, an ao signal was noted to read approximately 20 point lower on both sbp and map versus peripheral a-line despite proper positioning confirmed with tee. Team treating patient hemodynamics based on aline appropriately. The patient remains on support.